Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/1.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2024. This resolved the problem.